Manufacturer narrative:
The insulin pump was received with button error alarm and had no button response due to corroded keypad traces. Analysis was unable to performed displacement test due to no button response. The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 203 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.